Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap mod nck 8deg 30mm, cat# nlv-300800g, lot# 32987601; delta v40 head 36mm+0, cat# unk, lot# unk; trident 10 deg x3 insert 36mm ID, cat# 623-10-36f, lot# mjrnll; primary tritanium hemi cluster hole cup 60mm, cat# 502-03-60f, lot# mjpj96. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. Add'l info (including x-rays and medical records) has been requested. When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pt had an infected total hip. All implants removed and replaced with an antibiotic spacer.